Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 ¿ patient had abdominal pain and diagnosed with recurrent ventral hernia thereby underwent laparoscopic to open repair with the implant of ventralight st mesh. Per op notes, ¿dense adhesions noted to the midline. The old synthetic mesh rolled up into ball was eventrated. A old synthetic mesh with tacks were removed. An ventralight st mesh was placed as marlex mesh faces abdominal wall and seprafilm side faces the abdominal viscera using tacks.¿ (B)(6) 2018 ¿ patient had abscess thereby underwent interventional radiology with drainage of serosangious fluid. (B)(6) 2018 ¿ patient was diagnosed with infected abdominal mesh, abscess, adhesions thereby underwent robotic repair with removal of mesh. Per op notes, ¿adhesions were taken down off the mesh. The superior third to hail of the mesh was not incorporated and contained within an abscess cavity. The ventralight st mesh was removed completely. A recurrence was noted at inferior portion. Another piece of previously placed mesh was also removed.¿ (note: the mesh previously placed removed in this procedure was unknown).

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.